Event description:
Innova vascular otw self-expanding stent system 8mm x 150mm x 130cm was placed in left sfa and deployed but not fully expanded towards the last part. The medtronic rep recommended chocolate scoring balloon to use to open the rest of the stent. However, the balloon got stuck inside the stent resulting with prolonged fluoroscopy time to remove balloon. Doctors were consulted. In the end after several attempts able to remove chocolate balloon.